Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts, and a missing button contact. This report is made based on results of investigation completed on 10/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad cover was removed and contamination was found under all button contacts. The contrast button contact was also missing. Unrelated to these issues, the keypad was peeling near the ok button, and the contrast keypad button was unresponsive to user presses. (B)(6).